Event description:
It was reported that the patient was experiencing diaphragmatic stimulation following development of a chronic cough. It was determined by the physician to place a new right ventricular (rv) lead in an alternative location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).